Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 4/28/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update 6/4/15-pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated infection. All implants were removed. There was no mention of loosening or metallosis.